Manufacturer narrative:
Additional lot #: km2w45. Device manufacture date: 12/27/2007. A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01033, MFR # 2249697-2010-01035, MFR # 2249697-2010-01036.

Event description:
It was reported that, "I was going through a triathlon ts inst set to send out for a case when I noticed that some of the trials cracked all the way through the plastic in many places. They appear to be cracked from the metal inside the trials expanding and contracting due to the heat from the wash. There was no pt involvement with this per."